Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: articular surfaceuse with lps/lps-flex51 or 52 suffixfemorals size gh 10 mm height catalog# 00596205010 lot# 62495023; tibial componentstemmed precoatuse of this tibial component with legacy knee -constrained condylar knee (lcck) articulating surfaces catalog# 00598005701 lot# 62531258. Reporter had indicated that product will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-00816 , 0002648920-2018-00481.

Event description:
It was reported that the patient underwent a left total knee arthroplasty. Subsequently, the patient was revised due to inflammation.